Event description:
It was reported that the patient underwent a posterior cervical surgical procedure at c2-t1. It was reported that 3 weeks post-op the t1 setscrew backed out on the right side allowing the rod to migrate laterally to the head of the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.